Event description:
Notes from cardiac consultation: "this female has a history of defibrillator implantation 2 years ago for dilated ischemic cardiomyopathy. Recent analysis of her device showed considerable amount of noise present within the atrial lead and this would need to be replaced." The cardiologist also noted that he planned to upgrade her to biventricular device for treatment of her heart failure.notes from the operative note: having obtained venous access, we now passed a stylet down the chronic atrial pacing electrode and withdrew the active fixation device. Using constant gentle traction under fluoroscopic guidance, we were able to remove this lead in its entirety. Examination of the lead, which had been inserted somewhat medially, we found an insulation break at about the level of the clavicle. We presumed that this lead dysfunction was related to an insulation break secondary to subclavian crush syndrome."please note the original implant was 2 years ago, not at our facility. We do not have the exact date of the original implant, except that it was approximately 2 years ago.